Manufacturer narrative:
Product analysis the sheath and obturator were received separated with the valve and end cap detached from the sheath and present on the obturator. Minor deformation was evident to the end cap tab and sheath window. No deformation was evident to the valve. The valve and end-cap could be reloaded into the sheath with no issues noted. No other deformation evident to the remainder of the device. The reported detachment could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement, the sheath sensh1428w sentrant hydro experienced a sheath valve detachment when the valve came off with the dilator, resulting in backflow of blood. The device was replaced with a new sheath. The sentrant was used as per instructions for use (IFU) and appeared normal prior to use. The patient experienced a blood loss of 750 ml and received a transfusion of one unit of blood due to the blood loss associated with the sentrant sheath per the physician the cause of the detachment could not be determined.